Manufacturer narrative:
Analysis found that the unit was received in good condition. Screw update has been performed. The unit has been successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare ¿¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the controller was not working. There was no patient impact.